Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 292169. Product family: upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), lot: 291395.

Event description:
It was reported that the patient experienced a loss of stimulation. Device reprogramming was attempted, however, the issue did not resolve, therefore, the patient underwent an explant procedure where the ipg and leads were explanted. There were no abnormal findings during the procedure and it was successfully completed. The devices will not be returned as they were disposed of by the medical facility.